Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the region approximately 30 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the area 25 mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks a day apart due to noise oversensing. Technical services (ts) was contacted, and ts discussed possible causes and programming options. The patient came into the clinic for testing, and x-ray imaging was performed. S-ICD therapy was programmed off, the patient was given a lifevest external defibrillator, and a replacement procedure was scheduled, but the s-ICD system remains implanted. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a non-boston scientific transvenous implantable cardioverter defibrillator (ICD) due to inappropriate therapy and suspected electrode fracture. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks a day apart due to noise oversensing. Technical services (ts) was contacted, and ts discussed possible causes and programming options. The patient came into the clinic for testing, and x-ray imaging was performed. S-ICD therapy was programmed off, the patient was given a lifevest external defibrillator, and a replacement procedure was scheduled, but the s-ICD system remains implanted. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a non-boston scientific transvenous implantable cardioverter defibrillator (ICD) due to inappropriate therapy and suspected electrode fracture. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks a day apart due to noise oversensing. Technical services (ts) was contacted, and ts discussed possible causes and programming options. The patient came into the clinic for testing, and x-ray imaging was performed. S-ICD therapy was programmed off, the patient was given a lifevest external defibrillator, and a replacement procedure was scheduled, but the s-ICD system remains implanted. No additional adverse patient effects were reported.